Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving prialt (25 mcg/ml at an unknown dose) via an implantable pump for an unknown indication. On an unknown date, a motor stop (motor stall) occurred. The pump was explanted on (B)(6) 2017 and would not be replaced in the future. There was no noted environmental/external/patient factors that could have contributed to the event. There were no noted dia gnostics/troubleshooting performed. Interventions and actions taken to resolve the issue was listed as "nothing". No patient symptoms were reported. The issue was not resolved at the time of this report.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.